Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The clinical data file was received for evaluation. The analysis algorithm incorporated in zoll defibrillators works by taking multiple three-second ECG segments. In general, a minimum of two of the three segments needs to be identified as "shockable" to have a result of shock advised. Segments 1 & 2 did not closely match any known rhythms. There is evidence of CPR being performed during the first segment of analysis, this most likely caused interference and was the most probable reason for the first 2 segments being determined as non-shockable. As the waveform above depicts the first 2 segments were clearly not vfib and the waveform metrics analyzed were not matched to any shockable conditions. Segment 3 was identified as course vfib by the analysis algorithm which is a shockable rhythm. It is critical to ensure that the patient is not being touched and CPR is not being performed during an analysis event. The interference caused by CPR greatly impacts the ECG waveform and can influence the result of an analysis event. Based on data file investigation, we determined the AED pro worked as designed and configured, and within the limitations of the technology available. No trend identified related to similar reports.